Event description:
It was reported that the valve was leaking from the bottom during implantation.

Manufacturer narrative:
The returned valve was not patent, due to tears in the sides of the reservoir. All further testing was precluded by this damage. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacturer.